Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator had an erratic display. There was no report of patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.